Manufacturer narrative:
In the case description, the user says they noticed two 4.25 unit uncommanded boluses were given on (B)(6) 2025 at 9:15pm and 9:30pm for 30 grams of carbohydrates. The investigation of the android log files showed bolus records at the alleged hours, 9:15pm and 9:30pm, for 4.25u insulin. The logs show that user action was present during these hours of delivering the bolus and that the confirm bolus button was pressed after entering 30 grams for carbs to deliver the bolus. Engineering logs were not able to be inspected for this event due to the overwriting feature of the logs. The boluses that were found in the engineering logs were inspected for any uncommanded boluses. Inspection of the most recent bolus of 3.55u was delivered at 05:51 on (B)(6) 2025 cdt time. The logs show that the controller was interacted with to enter the bolus calculator screen, carb values were entered 1 digit at a time to enter 25 grams. The bolus calculator gave a suggestion of 3.55u based on this. The controller then went through the steps to confirm and start the bolus in order to deliver the 3.55u bolus. Inspection of the audit logs confirmed the delivery of this bolus. No evidence of uncommanded bolus was found during inspection of the android log files. Physical testing of the returned controller found no issues that would contribute to the reported event. No evidence of an uncommanded bolus was found during the investigation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported he was awakened by his sister with a blood glucose value of 49 mg/dl. When he looked at his pdm (personal diabetes manager) he noticed the device had delivered two unprogrammed boluses within 15 minutes. No symptoms associated with hyperglycemia were reported. The patient reported he treated the hypoglycemia by drinking some juice. No medical attention was required for the reported event. If additional information is received, a supplemental report will be submitted.